Manufacturer narrative:
###A supplemental report is being submitted for device analysis. Product event summary: the pump ((B)(6)) and the controller ((B)(6)) were not returned for evaluation. Log file analysis revealed motor start events recorded on (B)(6) 2022 at 08:51:51, on (B)(6) 2023 at 19:52:23, on (B)(6) 2023 at 09:07:40, on (B)(6) 2023 at 07:52:29, and on (B)(6) 2023 at 06:01:11, in which the motor start parameters were atypical. Log file analysis also revealed thirteen (13) low flow alarms were logged since (B)(6) 2023. Review of the event log file revealed seven (7) controller power up events with associated pump start events were logged between (B)(6) 2022 at 08:51:47 and (B)(6) 2023 at 06:01:07, indicating losses of power to the controller. The controller was without power for an average of fourteen (14) seconds. The data log file covering the first four (4) losses of power were not available for analysis. No anomalies were recorded leading up to the last three (3) losses of power. As a result, the reported low flows, atypical motor start parameters and loss of power events were confirmed. The reported pump occlusion could not be confirmed due to insufficient evidence. A possible root cause of the loss of power can be attributed to a disco nnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 is investigating controller losses of power. Information received from the site indicated that, in addition to the low flows, loss of power and atypical parameters, the patient was hospitalized with shortness of breath due to worsening right heart failure and atrial fibrillation (afib), confirmed by an elec trocardiogram (EKG). Obstructed inflow cannula was suspected. The patient was started on different medications for heart failure and afib, cardioversion is also being considered. Computed tomography (CT) was negative for outflow graft issues, ramp echocardiogram showed no flow improvement with speed increase and an echocardiogram showed aortic insufficiency (ai). Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, poor vad filling, and/or inappropriate pump rotational speed. Based on a historical review of similar events, the most likely root cause of atypical motor start parameters may be attributed, but not limited, to outer shroud contact that creates more friction at the housing to impeller interface during pump startup. Per the instructions for use, worsening heart failure and aortic insufficiency are known potential complications associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: serial or lot#: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
**UDI related data quality updates only**   corrected: d1. Brand name d3. MFR name d4. UDI (provided complete UDI) d4. Model number d4. Catalog number h5. Single use medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
A supplemental report is being updated for correction to b3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of log file data revealed several motor start events with parameters outside of expected range, believed to be due to double disconnect of power sources. It was also reported that the patient was hospitalized with shortness of breath due to worsening right heart failure and atrial fibrillation (afib), confirmed by an electrocardiogram (EKG). The ventricular assist device (vad) exhibited five low flow alarms presumed to be caused by the inflow cannula being obstructed. The patient was started on different medications for heart failure and afib, cardioversion is also being considered. Computed tomography (CT) was negative for outflow graft issues, ramp echocardiogram showed no flow improvement with speed increase and an echocardiogram showed aortic insufficiency (ai). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional product: d1: heartware ventricular assist system ¿controller 2.0 d4: model #: 1420/ catalog #:1420/ expiration date: 30-nov-2019/ serial or lot#:(B)(6) UDI #: (B)(4). H3: no, device evaluation anticipated, but not yet begun d9: no h4: mfg date: 05-nov-2018 h5: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is pending and a supplemental report will be sent upon its completion. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.